Event description:
The impedance measurements were greater than 4,000 ohms on some of the bipolar pairs. No additional information was available.

Manufacturer narrative:
Lead model unk lot# unk implanted: unk explanted: unk.